Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received rejected new battery as well as blank display, failed battery test alarm and no delivery alarms. Customer also reported that the scratches on screen and customer was to tilt the insulin pump to be able to read the screen. Customer troubleshoot was performed. The insulin pump will be returned for analysis.